Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a problem with the recharger and could not get good coupling. There were no external factors that led to the event. It was suspected that the sin was turned in its faces. A surgery will be scheduled to check the ins position. The issue was not yet resolved. There were no symptoms reported. No further complications were reported or anticipated.